Event description:
It was reported that during the procedure in the proximal/mid heavily calcified left circumflex artery, pre-dilatation was performed using a 2.0x12 mini trek balloon. During advancement of the 2.75x33 rx xience prime stent, resistance was felt and force was applied. After deployment of the stent, the physician noted a dissection at the distal segment of the stent. A xience stent was deployed to cover the dissection. Post dilatation was performed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) device: advancement of stent delivery system against resistance using force. Guide wire: pilot, guide cath: xb 3.0 (6f). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Dissections are known adverse events as listed in xience prime everolimus eluting coronary stent system instructions for use (IFU). It was reported that when the stent delivery system (sds) met with resistance during advancement, force was applied. The xience prime IFU states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported the device was not returning, however, the device was subsequently received. The reported physical resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) state: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Dissections are known adverse events as listed in xience prime everolimus eluting coronary stent system instructions for use. Based on the information reviewed, there is no indication of a product deficiency.